Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that two suture placements in the right common femoral artery were done with prostyle devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to a 12f sheath and the evar procedure was completed. Reportedly post procedure, the suture of one prostyle separated when the knot was being advanced into the anatomy with the knot pusher. Hemostasis was achieved with the one pre-placed suture and a new prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.